Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The customer reported that during surgery, the legacy stopped working. There were no prior signs of a machine malfunction. The surgeon was not able to finish the surgery with phaco. The incision was enlarged and the rest of the cataract was removed manually. There was no further information that a patient injury occurred.